Event description:
The surgeon used a neurolac for indication cubital tunnel release in 2007. Pt returned and pathology results indicated "foreign body granulomatous reaction with fibrosis" after which the surgeon removed the neurolac.

Manufacturer narrative:
It appeared the neurolac nerve guide had been used by the surgeon as a 'wrap': he split the nerve guide down the center prior to use, wrapped it around the injured nerve and closed it with an 8-0 nylon suture. Intended use of the neurolac nerve guide and the use of the nerve guide are described in the instructions for use. This IFU indicates the injured nerve should be sutured at both nerve ends into the tube. By cutting the nerve guide open and then closing it with sutures, the MFR cannot guarantee the safety and effectiveness as can be with a closed nerve guide. Nor can it be certain that the described event can be related to the nerve guide or the use error.